Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil due to external insulation abrasion. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-94166. It was reported that noise on right ventricular (rv) and right atrial (ra) leads were noted on stored egm's. The leads were extracted and replaced. The patient is in stable condition.